Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's disease. It was reported that the patient went in for a normal battery replacement and high impedances were seen pre-op on all combos with contact 2. The patient was not programmed on contact 2. All combos for contact 2 had impedances of around 26.0k ohms. The rep tried to plug in and re-plug in the or to try and resolve the high impedance issue. The battery replacement was completed and the issue remained the same. The issue was not resolved at the time of the report. There were no symptoms reported. No further complications were reported/anticipated. Additional information was received on (B)(6) 2019 by the manufacturer representative (rep). It was reported that the cause of the high impedance on contact 2 was not determined. They tried to re-plug in the or but the high impedance was not resolved and there's nothing further planned to resolve the issue.